Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacture representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the interstim was not working properly. It was noted the device was implanted, but out of service. The patient stated the device electrocuted her and then stopped working. The patient stated when she tried to have the device on now she felt the sensation down her leg. The patient noted the device was currently off. The patient planned to follow up with their healthcare professional (hcp). The patient noted she was scheduled to have x rays in the near future. The patient stated the hcp thought the device had migrated. The rep stated it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was going to have x rays to verify the placement of the device. The rep stated the issue was not resolved at the time of the report. The rep stated there was no surgical intervention that had occurred, but surgical intervention was planned, but was not scheduled at the time of the report. There were no further complications that have been reported as a result of this event.